Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra 2 meter displayed the calcode and did not provide a reading. The complaint was classified based on the customer care agent (cca) documentation since the patient could not be reached by phone for follow-up questions. It was not reported when the alleged issue started. The patient claimed that every time they tried performing a blood glucose test, they saw code 25 and then a message appeared that they could not read because they had cataract surgery. The patient did not provide information on how they manage their diabetes, nor did they report whether they made any changes in response to the alleged issue. At an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿head shaky, falling back like having convulsions¿. The patient had to go to the emergency room (ER) where a blood glucose reading of ¿535 mg/dl¿ was obtained on a hospital meter. The patient was treated by a health care professional (hcp) with insulin and an IV. During troubleshooting, the cca noted that the subject meter was not being used for the first time and the issue was resolved on the call. As a courtesy the cca sent replacing test strips to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue, reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention by a health care professional (hcp) for an acute high blood glucose excursion after. The subject device could not be ruled out as a cause or contributor to the event.